Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid. Device not returned for evaluation.

Event description:
It was reported before placing the catheter, abnormal fluid leakage was found on the front side of the catheter during fluid injection examination, and the crack in the front end was found, so the catheter should be replaced.